Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 3.50x24 synergy drug-eluting stent was advanced but was unable to cross the lesion. When the device was removed from the guide catheter, it was noted that the stent was damaged. The procedure was completed using a 3.50x24 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts that were bent and overlapping. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 3.50x24 synergy drug-eluting stent was advanced but was unable to cross the lesion. When the device was removed from the guide catheter, it was noted that the stent was damaged. The procedure was completed using a 3.50x24 non-bsc stent. No patient complications were reported.